Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the error 2 message. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: he took his usual diabetes medication, byetta. The product issue started on (B) (6) 2010 between 3:30 and 4:30 pm. The patient developed speech and "coherence" symptoms with a lower heart rate one hour later. He took glucose tablets as self-treatment. The csr documented that the patient used the correct test strips. The csr walked the patient through retesting; the error 2 issue was not resolved. This complaint is reported because the patient alleges that the lfs product displayed the error 2 message and afterward the patient experienced symptoms and self-treatment with glucose tablets. The patient's symptoms and self treatment with oral glucose are suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.